Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump disconnected from the body during sleep without pausing insulin delivery, after which a factory reset and supply change were performed and the mobile app was reconnected; the event was categorized as hyperglycemia with cause unclear. Symptoms included elevated blood glucose reaching the ¿high¿ range for approximately three hours without ketone testing, medical intervention, or need for assistance. Outcomes included no immediate health effects and no hospitalization. Investigation included customer service troubleshooting, education, and guided factory reset with reconnection of the ilet app; device alarms were not reported. Investigation of this case revealed hyperglycemia of unclear etiology following a disconnection event, with no device alerts and no identified device or component malfunction at the time of support. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.